Event description:
It was reported that there is no image.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information was provided that case (B)(4) is related to this event.

Manufacturer narrative:
Additional information is provided in section b5. Tc201: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "there is no image" was confirmed. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is "failure of a fpga component within the control board". Consequently, the entire product failed, and no image were displayed. The IFU is stating this "failure of products" clearly in section 3.8, page 10 (see labeling review for reference). The above investigations did not reveal a root cause related to the labelling or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. Product tc201 is investigated and rated as causative. Internal karl storz reference number: (B)(4).